Manufacturer narrative:
Device is an instrument and is not implanted/ explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned aiming arm and insertion handle (357.521 & 357.522) do not show any visual signs of damage or impairment. Only the knurled screw head had a deep mark. With the returned device, the described complaint state could not be replicated. Functional testing with equivalent instrumentation was successful and did not show any deviation from the intended use. First, the aiming arm was mounted onto the insertion handle. Then an anterior fixation nail was mounted to the insertion handle, and the protection sleeve together with the drill sleeve was inserted into the returned aiming arm according the steps in the user guide. Then a 2.8mm guide wire was inserted through the drill sleeve and through the hole of the nail. The same was done with the 6.5/4.5mm reamer (without drill sleeve). Both, the guide wire and the reamer could be inserted into the nail. It was not possible to fail the hole with the guide wire. All these findings are valid for both reconfiguration positions. Additional observations: the centering pins (512488 & 512489) in the aiming arm are toggling slightly. This results into a small motion from the aiming arm relative to the insertion handle if the knurled screw is not tightened strongly. This could explain the deep mark on the screw head. Moreover there is a play between the protective sleeve and the aiming arm. There is also play between the protective sleeve and the aiming arm from the demonstration material, but much. But still with these facts, the complaint could not be replicated. The manufacturing records were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a nail insertion, the recon guide wires struck the nail and were not able to be inserted. The surgeon made multiple attempts at manually manipulating the aiming arm to redirect the course of the guide wires through the nail. Surgery was delayed for 30 minutes and completed successfully with no patient harm reported. This is report 1 of 2 for complaint (B)(4).